Manufacturer narrative:
The device has been returned for evaluation. A tactile and visual inspection was performed: dried blood was found on the surface of the catheter and inside the lumen. No issue was detected at this point. During the analysis, a 0.035¿ guidewire was successfully advanced through the device. An attempt to inflate the balloon was conducted: a leak was found at the bond shaft/luer, underneath the blue strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an inpact admiral with a 6fr sheath to treat a moderately calcified lesion with cto (chronic total occlusion-100%) in the mid superficial femoral artery(sfa). A 6mm spider device was used for embolic protection. An inflation device was used to inflate the balloon. IFU was followed and the device was prepped without issue. No leaking was noted during prep of the device. It was reported that the physician encountered balloon deflation issues at the lesion site at a pressure of 8 atm. They noted that the device would not correctly hold inflation. The physician noticed contrast leaking out the back of the hub of the device. Attempts to deflate the device were not successful. The procedure was completed by slowly getting the semi inflated balloon out of the sheath. No patient injury was reported.